Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the sec 20dp, texium & hanger v/nv, the device experienced component separation. The following information was provided by the initial reporter. The customer stated: "I have 3 more of the sets that came apart."

Event description:
It was reported when using the sec 20dp, texium & hanger v/nv, the device experienced component separation. The following information was provided by the initial reporter. The customer stated: "I have 3 more of the sets that came apart."

Manufacturer narrative:
H6: investigation summary one used texium secondary set, model 40000-07t, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's drip chamber was disconnected from the tubing. No other defects were observed. The customer's complaint that the tubing drip chamber joint separated was verified. A device history record review for model 40000-07t lot number 20095693 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. The potential root cause for the lack of solvent was found to be: 1. Undefined screw depth specification during the dispenser preparation could lead to lack of solvent 2. The excess of activities performed by the dispenser operator could lead to an inconsistent manner of the fixture. As a corrective action, to mitigate or eliminate the separation failure mode by lack of solvent, a project has been funded to update solvent applicators procedure to reflect optimal screw depth and preparation. As a preventative action, manufacturing cell operations procedure has been updated to mitigate the use of the fixture in an inconsistent manner by excess loading of activities. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10.